Event description:
It was reported that during a procedure the tip of the shaver "broke off." The procedure was completed successfully. There was no medical treatment or intervention required and no patient injury associated with this event.

Manufacturer narrative:
An investigation has not yet been completed for this event. Once an investigation has been completed a supplemental report will be submitted.

Event description:
It was reported that during a procedure the tip of the shaver "broke off." The procedure was completed successfully. There was no medical treatment or intervention required and no patient injury associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection revealed biological material on the distal tip of the device, indicating the device was used clinically. The distal tip of the inner shaft was observed to be bent out of place. Evaluation of the distal tip observed damage from the blade teeth on the lateral portion of the distal tip of the outer shaft. Galling was also observed on the inside of the distal tip of the outer shaft. The results of the investigation performed indicated that the returned device was observed to have a bent distal tip on the inner shaft, substantiating the facility¿s reported issue. Based on the damage on the distal tips, and the galling inside the distal tip of the outer shaft, the most likely causes for the reported issue were determined to be: the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade; and/or excessive lateral forces exerted on the device during clinical use may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. Product surveillance will continue to monitor complaints of this type for adverse trends. The lot control sheet (lcs) for the complaint device indicates that the device passed all applicable inspections and tests prior to release. This report was filed due to history of injury from tip breaking off. The reported event is not occurring more frequently or with greater severity than is usual for the device.